Event description:
Verbatim: same issue happened on second time which is on (B)(6) 2025 - the product is the phaseal protector p14. Ref number 515100. Lot no 2406113. - I'm writing to follow up on our previous investigation into leaking mitoxantrone bottles when used with the phaseal system. We did not initially keep the bottle phaseal set to send you for examination, however we have since used this drug again and had the same issue meaning this is the third time, but this time we retained the bottle.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: same issue happened on second time which is on 20may2025 - the product is the phaseal protector p14. Ref number 515100. Lot no 2406113. I'm writing to follow up on our previous investigation into leaking mitoxantrone bottles when used with the phaseal system. We did not initially keep the bottle phaseal set to send you for examination, however we have since used this drug again and had the same issue meaning this is the third time, but this time we retained the bottle. Per customer response: we assemble manually.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was returned to our quality team for investigation. Upon evaluation, we observed leakage between the vial and the protector, verifying the reported concern. Further inspection revealed that the needle on the protector had penetrated the vial off-center, damaging the metal cap around the stopper, which led to the leakage observed. A device history review was performed for reported lot 2406113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. The product undergoes thorough visual and functional inspections throughout the manufacturing process to ensure both quality and performance. This includes leakage testing and verification that all critical dimensions meet specification requirements. Following a comprehensive review, no issues were identified during manufacturing that could be linked to the reported incident. Based on the investigation, it was determined that the protector was not properly aligned during attachment to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team.